Manufacturer narrative:
Patient received medical intervention from an urgent care clinic and was given: bactrim, aloe, sunscreen, and prednisone for post care treatment. Treatment parameters were within clinical guidelines. There was no problem found with the device. Burns are expected side effects from laser treatment, but reportable in this incident since the patient received intervention care.

Event description:
Patient required medical intervention from burns on face from a laser procedure.